Manufacturer narrative:
Ref comp #(B)(4). During the investigation of the scope, it was confirmed leak 3 cm from the tip at fct with internal tube peeling and additional issue contributed to check failure.

Event description:
On 03/25/2025, fujifilm healthcare americas corporation was informed of an event involving eg-760r. It was reported that during the procedure, the insertion tube was found to be peeling, and difficulty was encountered in passing the snare through the scope. Eventually, the snare passed through and a piece of plastic was discovered and retrieved using a roth net. Although the plastic material is biologically safe and poses no health risk, the retrieval created an unplanned medical intervention. The incident is being reproted due to unplanned medical intervention.